Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 07/11/2016. Medtronic investigation of returned suspect computer confirmed reported issue. When power is applied to the computer, the alert led on the front panel is green as expected. Power button must be depressed to power-on the computer. Upon button press, the power supply fan and the main fan energize, then within 5 seconds, the computer shuts down. There was no video during this sequence. After several attempts the computer remained on, (B)(6) screen appeared and was able to access the bios. Noted that time/date had reverted indicating a bad cmos battery. Set bios settings for rev 5 computer and both os and application loaded. Video was as expected. Shut down and replaced cmos battery. Greater than 15 power-ups after changing the cmos battery, the computer alternated between quick shut downs, and fans remaining running, but no video. Checked all connectors but condition remained. Faulty mvs computer. Failure c-mos battery voltage is low. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Mobile view station (mvs) computer would not boot-up. There was no video after the site biomed representative performed trouble-shooting on the unit. The medtronic representative replaced 3.1.2 mvs computer with 3.1.6 system. Loaded 3.1.6 rev. 2 software to imaging system. System check-out performed. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported that a site's imaging system mobile view station (mvs) computer was not booting-up properly, it required the button to be pressed to enable boot-up and restore normal function. No further details regarding the behavior were provided. There was no patient present when this issue was identified.